Event description:
Risk management received notice letter 8/20/99 without specific allegations. Charts requested 8/20/99. Records received and reviewed 9/14/99. Review showed that during left percutaneous nephrolithotripsy, percutaneous access was met with difficulty, and on removal of the wire, it fragmented in the lower pole. Access was gained through another calyx and procedure completed in or. Procedure removed copious amounts of stone and debris. Wire fragment could not be retrieved.